Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the screen was cracked. (B)(4).

Event description:
It was reported the screen was cracked. The device was returned for repair and calibration. No patient complications have been reported as a result of this event.